Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related MFR report: 1627487-2020-04800. It was reported the patient's l1 placement drg lead appeared out of the ipg header on x-ray. Consequently, surgical intervention was taken and the lead and ipg were replaced. Effective stimulation therapy was reportedly established postoperatively.